Event description:
Implant date: 1993. CT scan on 7/16/1993 shows a screw in the spinal canal. Explanted screw in 1993 at which time it was noted there was a dural tear and was repaired. Pt complained of pain and other symptoms. Revision surgery in 1994 at which time it was found that there was a "loose" screw and lack of fusion on the left side. The site was repaired, but screw was left in place due to the opinion that pt could not tolerate further surgery.